Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: event description: septic arthritis, left knee, arthrotomy, irrigation, and debridement and tibial polyethylene exchange for infected left total knee replacement. Implants involved: x3 triathlon cs insert #5 13mm materials reviewed: (B)(6) 2020: stryker pi report. (B)(6) 2020: h and px2: 71 yo man, 6 month left>right knee pain, cabinet maker, functional problems due to knee. Rom 0-1100, stable legs, plan tka (B)(6) 2020. (B)(6) 2020: intra-op recordx2, tka, 1 hour 20 min, primary oa, implants triathlon cs size 5, 13mm, s36 patella, cr femur size #5, size 5 baseplate, cemented. (B)(6) 2020: op note, oa left knee, sizes as above, im femur/em tibia, cemented. Confirmation: the primary knee was performed, but a revision surgery for infection cannot be confirmed without additional medical records. Root cause: a root cause cannot be determined device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot and sterile lot. Conclusions: it was reported that the patient's knee was revised due to infection. The event could not be confirmed nor the exact cause be determined as the insufficient information was available. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10-6 in accordance to applicable iso standards. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends. H3 other text: device not returned.

Event description:
Septic arthritis, left knee. Arthrotomy, irrigation, and debridement and tibial polyethylene exchange for infected left total knee replacement.

Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot and sterile lot. Conclusions: it was reported that the patient's knee was revised due to infection. The event could not be confirmed nor the exact cause be determined as the insufficient information was available. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Septic arthritis, left knee. Arthrotomy, irrigation, and debridement and tibial polyethylene exchange for infected left total knee replacement.